Manufacturer narrative:
Evaluation summary: the lens was returned with solution and damaged area at haptic tip. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of lens not fitting in the bag. A dimensional inspection was conducted and the lens dimensions met specifications per the approved template. While we are unable to determine the exact origin of the lens damage that was observed, our observation reasonably suggests that it is not manufacturing related. Due to the presence of solution, the damage is most likely customer related. There have been no other complaints reported in the lot. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An ophthalmic surgeon reported that an intraocular lens (iol) was explanted because it was not fitting in the bag. Additional information has been requested.